Event description:
The customer reported to baxter canada of a one-link needlefree IV connect stand bore non dehp y cath set in which a leakage observed at the distal end (between the IV catheter and the 2 piece luer lock). Leakage was just above the 2 piece luer lock. The event occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. The sample arrived out of the pouch and fully primed. Visual inspection showed no obvious abnormalities. The sample was attached to an in "house (B)(4)" secondary set spiked into an in-house 1000ml solution bag containing reverse osmosis water. The sample was then re-primed and checked for leaks, no leaks were found. The sample was then under water leak tested, again no leaks were found. All solvent bonds were then pull tested, with no failures noted. Because the sample passed the leakage testing and bond pull testing the complaint will not be confirmed. The root cause was not determined.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.